Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that while attempting to update battery status of the pulse generator, the error message -data not read- displayed. Reinterrogation was unsuccessful. Attempts were made to read battery status after changing output settings, but this did not work. It was noted that battery voltage from one month ago was 2.56 v. The pulse generator was explanted and replaced.